Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had motor error and motor encoder position. The customer¿s blood glucose level was 213 mg/dl. The customer stated that the motor position encoder error alarm and motor error and also had motion sensor test failure . Customer stated that they got low battery alarm and after changing got several alarms and it forced her to do a rewind. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer assisted customer in performing displacement test and test was passed. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten and motion sensor test failure alarm due to motor error alarm. Product not meets specification noted.